Event description:
In 2009, the patient reported receiving an e4 (occlusion) error on her infusion device while attempting to bolus. She stated that she has experienced several e4 errors in the past week. Her current infusion site has been in use for 1 day and her infusion tubing had been in use for 3 days. Prior to the report, the patient performed a prime through the infusion tubing and e4 was displayed. She removed the infusion tubing and was able to prime through the adapter without error. She was advised to change the infusion tubing. She primed the new infusion tubing without error and reconnected to the infusion site and bolused without error. She stated that her blood glucose was elevated to 361 mg/dl due to the error. She bolused 2 units of insulin to lower her blood glucose. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.